Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 66-year-old male with a pre-support clinical state consistent with scai shock stage d underwent placement of an impella cp via percutaneous right femoral arterial access during an ep/ablation procedure. The impella cp was placed independently, and the interventional cardiologist who assisted with placement specifically requested that the peel-away sheath remain in place after implantation to preserve the option for future single-access protected pci should the family elect to pursue additional intervention. The physician reportedly acknowledged the risks associated with leaving the peel-away sheath in place and elected to proceed. Upon arrival to the cardiovascular intensive care unit (cvicu), the patient was noted to have absent pulse in the affected leg. Discussions subsequently occurred among the treating physicians regarding potential management options, including external bypass, device upgrade, and device removal. However, the cardiologist reportedly declined further intervention at that time, stating an expectation that the family would elect withdrawal of care. Additional information further identified the patient as having peripheral arterial disease/peripheral vascular disease (pad/pvd). The presence of underlying peripheral vascular disease may have contributed to the reported loss of distal perfusion.